Event description:
During routine testing of the device, the tech observed the heart lung console would not switch to battery power properly. When the system was unplugged, it did not function as expected. Since the event occurred during routine testing, there were no consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.